Manufacturer narrative:
Device evaluation: review of the device diagnostic history log identified the presence of multiple error codes suggesting that a spi (serial peripheral interface) bus failure occurred. The spi bus is an internal communication link between the cpu (central processing unit) and the gas delivery system. This communication link is what is used to read the calibration data for the pressure and flow sensors as well as to read the actual values of the pressure and flow sensors; a failure of the communication link can result in a vent inop condition of the pressure and flow sensors; a failure of the communication link can result in a vent inop condition. UDI #: (B)(4).

Event description:
The international customer sent the v60 vent to the international service center for routine periodic maintenance. During evaluation, the service technician identified that serial peripheral interface bus failure occurred. There was no patient involvement.